Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a laparoscopic myomectomy on (B)(6) 2014 and device was used. During the procedure, the blade would not oscillate/rotate prior to first use and the flexible drive cable started to move without control. Another like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the blade failed to rotate.